Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it rebooting by itself was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issue was the ift.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device reboots by itself. There were no reports of patient involvement associated with the reported event.